Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that several spectrum pumps have experienced multiple under infusions during therapy (medication, programmed amount and delivery rate unknown) in the oncology/hematology/blood marrow transplant care area. These incidents are regarding the volume infused by the pump which does not match the volume infused in the bag when using IV sets with back check valves. It was also reported there was no patient injury.